Event description:
Implant observed to be fractionally below the bone surface instead of remaining proud of the bone surface.

Manufacturer narrative:
The product was not returned nor were images provided for review; therefore, product analysis cannot be performed. The lot number was provided so the device history records were reviewed for this complaint. On november 10th, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.